Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Product failed functional testing with alarm sounding and "short circuit detected" error message on display in port b only. Cause of alarm and error are shorted electronic components on the main pcb. Three transistors were shorted out and one resistor was burnt. Reason for electronic component failure is unknown but inserting a shorted out mdu could have been a factor. Product passed functional testing with a known good main pcb installed. The complaint investigation has concluded the cause of the failure to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device got hot and a high voltage message occurred. A backup was used to complete the procedure. No patient injuries were reported.